Event description:
It was reported that three fibers lost power after 15 to 20 seconds of use. The procedure could not be completed due to this event and was cancelled/rescheduled after the patient had been sedated with general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under sedation. This complaint refers to the third fiber.